Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood clot formed in the drip chamber of a clearlink system y-type blood/solution set. A blood transfusion was in progress for approximately 30 minutes when the clot was discovered in the drip chamber. The clot was discovered after the pump which was in use alarmed an upstream occlusion. There was no patient injury or medical intervention associated with this event. No additional information is available.